Event description:
A malfunction on a pump was reported, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer. Technical support provided instructions and assisted the caller in resetting the pump, which successfully resolved the issue without the malfunction code recurring. The customer was advised to continue using the pump and to contact support if the issue reappears, which they acknowledged and understood.